Event description:
Reporter stated that customer received the following results on the aviva nano system within 1 minute: 17.9 mmol/l and 8.0 mmol/l. No actions taken based on device results. No adverse event reported. Reporter stated that on a different day customer woke up with hypoglycemic symptoms of feeling sweaty, nauseous, and was confused. At 2:27 the customer tested on the mobile system and obtained a 3.9 mmol/l result. The customer self treated with 4 glucose tablets immediately after the 3.9 mmol/l result in response to his symptoms. Customer tested 3 more times after treating: 2:30 7.8 mmol/l 2:31 6.4 mmol/l and 2:32 4.7 mmol/l at an unspecified time "later" the customer ate a sandwich and felt fine. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).